Manufacturer narrative:
(B)(4). Concomitant medical products: item # 103202 taperloc porous femoral lot# 099550 item # 15-105050 m2a 38mm 1 piece shell lot# 033510. Reported event was confirmed through review of medical records. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. Device history record was reviewed and no discrepancies were found. Complaint history review determined no further action is necessary as no trends were identified. Root cause was unable to be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient's legal counsel reported patient underwent left hip arthroscopy 10 years post-implantation due to popping sensation. During the procedure, a minimal bursectomy and debridement was performed and the iliopsoas tendon was released. The patient was revised one year later due to elevated metal ion levels and metallosis. Revision operative report noted metal debris, pseudocyst formation, corrosion and bone damage. The femoral head and acetabular cup were removed and replaced, and a liner was implanted.